Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced an increased recharge burden until the ipg became inoperable. The sjm representative confirmed the ipg was no longer able to communicate with the external devices. The patient underwent sugical intervention on (B)(6) 2016 where the ipg was removed and replaced. In addition, the patient had lost weight so the ipg was reloacated lower in the hip flank. Therapy was resumed.